Event description:
It was reported that the balloon deflation has occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 4.0mmx40mmx40cm sterling catheter was advanced for dilation. During the procedure, the balloon ruptured upon second inflation at 10 atmospheres. The device was removed and found to be partially deflated, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: the sterling was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed a kink at 16cm from the tip. Functional testing was completed by using an inflations device filled with water to inflate and hold water at nominal pressure. The balloon held pressure and was deflated with no issues. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the balloon deflation has occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 4.0mmx40mmx40cm sterling catheter was advanced for dilation. During the procedure, the balloon ruptured upon second inflation at 10 atmospheres. The device was removed and found to be partially deflated, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.